Event description:
The customer called and reported experiencing low blood glucose of 25 mg/dl. A glucagon kit was used to treat. Customer is a brittle diabetic.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.